Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged/defective. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned sealed. In addition, the velcro strap was broken. No other problems with the device were noted. The reported event of bands damaged/defective was not confirmed since the ligator housing was sealed indicating that the device was not used. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the strap broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged/defective.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the strap broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.